Event description:
The customer reported that the images on the stenoscop system were pixilated and that a plug between the monitor and the x-ray tube was damaged. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. A cable was replaced and the indicator connection was repaired. The system was tested and operates as intended.